Event description:
It was reported to boston scientific corporation that three resolution 360 clips were used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip was difficult to deploy and therefore prolonged the procedure. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: this report pertains to the second of three devices used during the same procedure.

Manufacturer narrative:
Imrdf code a15 captures the reportable event of clip difficult to release from catheter.